Event description:
The report we rec'd from our affiliate indicated that during probing of the left renal artery over the positioned sv guidewire, the wire was forwarded without difficulty, but suddenly the radiopaque tip could not be seen on fluoro anymore. The wire was exchanged for a different wire, and inspection of the withdrawn wire revealed the tip to be uncoiled. The wire had not fractured or separated, and nothing was left in the pt. The procedure was completed successfully with another wire. There was no report of pt injury. Add'l pt and procedural details have been requested, but have not been forthcoming as yet. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.